Event description:
It was reported that the pt stated he has increased cobalt levels in his blood. He is experiencing "little soreness" on the side of his hip. He stated that he had retained an attorney. Pt's name was recorded from caller ID as pt did not want to provide it.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.